Event description:
Additional information was received on 12 jun 2023: there is not a direct allegation that the reported that the issue with angio-seal contributed to the patient death. Procedure being performed for the patient prior to the closure device being used was a femoral lvo. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Procedure sheath size used was an 8 french. No pre-deployment angiogram was performed. Estimated blood loss less than 250 ccs. Patient was not stable at the time of angio-seal attempted use. Concomitant medical products used with the angio-seal device was manual compression. .

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b2 and section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A5: ethnicity: requested, not provided. A6: race: requested, not provided. E3: occupation: ir tech. H6: health effect - impact code: 1802 is based upon the final impact of the patient. The patient's death was not a result in consequence due to the adverse event that occurred. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This reported event was unable to be submitted on 07 jun 2023 due to a esg server issue, timely filing attempts were documented and have been attached.

Event description:
The user facility reported that when the physician pulled back on the angio-seal device to create the arteriotomy sandwich, the angio-seal suture broke, preventing the physician from closing with the device. The tech followed with manual compression. Procedure outcome was completed. The patient was not injured, medical or surgical intervention was not required. Patient condition is deceased. The event occurred post-treatment.